Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4) for the reported event of stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreas to treat pancreatic pseudocyst on (B)(6) 2015. According to the complainant, during the procedure, when they withdraw the delivery catheter, the distal end of the stent started to accordion and they had difficulty deploying the stent. They were able to place the stent but was then removed due to kinking noted. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.